Manufacturer narrative:
E.3. Other occupation: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that required communication sled replacement. A field service engineer fse removed and installed a replacement communication sled, but no drawers were detected in the application or hardware test application (hta) diagnostics. Network port configuration was verified as correct, and tss was contacted for assistance regarding a possible firmware update required after the communication sled replacement. Tss later identified the total firmware package 10000451400-00 es total firmware package 1.0.5.10-no reboot (build 7) in rss and deployed it to the device. The station was then rebooted to complete the process. The system functioned as intended after the field service engineer repaired and technical support troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es during the hospital monthly generator testing, several units switch to battery power and failed to return to alternating current power. As a result, the batteries fully discharge several hours later, often occurred on the middle of a surgical case. However, there were no delays or adverse events or injuries reported based on this event.